Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "anaphylaxis shock" and "patient momentarily passed out for a few moments, sustaining a bruise on the lip" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contraindications " "juvéderm ultra xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies." Adverse events "the most common injection site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/ bumps, discoloration, and bruising." "The following adverse events were received from postmarket surveillance for juvéderm ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Healthcare professional reported during injection in the lips with an unknown juvederm¿product the patient experienced "anaphylaxis shock". The patient was provided a numbing cream prior to injection without any problems. During the initial injection in the top lip the patient momentarily passed out for a few moments, sustaining a bruise on the lip. The adverse reaction lasted only seconds, and no other reactions occurred. After refusing paramedic treatment the patient was provided ice and zyrtec as treatment.